Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out during manual prime. The insulin pump was not bumped, dropped, or exposed to water. The drive support cap was sticking out. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.